Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3650 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3650 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("for right essure - I then had to dig into the uterus in order to remove the device"), device breakage ("for left essure - a piece of the uterus and most likely some of the essure was then removed through the 8 mm trocar site.") And device dislocation ("the essure tubal occlusion device on the left appeared to be dislodged from the tube and appeared to be in the lower uterine segment.") In a 24 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of miscarriage, c-section, anemia, epilepsy, parity 4, multi gravida, seizure, gonorrhea and asthma. Previously administered products included: amoxicillin. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 151 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic right salpingectomy and removal of essure, the left fallopian tube was removed). Essure was removed on (B)(6) 2023. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2013; as per mr: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): there was no extravasation of contrast from either fallopian tube, this suggests that the tubes are occluded. The essure tubal occlusion device on the left appears to be in the lower uterine segment and may actually exiend into the region of the cervix, it not in the left fallopian tube. [Ultrasound scan] on (B)(6) 2023: the ultrasound reviewed and noted the essure projecting out of the right fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event- " medical device remmoval updated to device dislocation". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.